Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent an endovascular repair for chronic stanford type b aortic dissection using two conformable gore® tag® thoracic endoprostheses. After all stent grafts were deployed, a slightly amount of proximal type I endoleak from the entry was observed. The physician chose to monitor it. The patient tolerated the procedure. On an unknown date, an enlargement of false lumen from re-entry was observed (not device implanted area). On (B)(6) 2019, the patient underwent re-intervention to treat an enlargement of false lumen. An additional stent graft was implanted to treat the proximal type I endoleak. The patient tolerated the procedure. Reportedly, since a blood flow from the re-entry remained from the first procedure, the enlargement of false lumen was expected. It was reported that the proximal type I endoleak was a leak from calcified space. The physician considered it not a problem. It was reported that the physician mentioned, although the endoleak seems unrelated to the false lumen enlargement, additional stent grafts was implanted proximal on this occasion.